Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 1628664-2013-00138 under a different suspect device.

Event description:
The customer stated that the architect analyzer generated a falsely elevated magnesium result on one additional patient sample. The initial result generated was 6.8 mg/dl / repeat result was 1.9 mg/dl. There was no additional patient information provided. There was also no reported impact to patient management. On (B)(6) 2013 the customer chose to discontinue running the magnesium assay on this analyzer and only run the assay on their architect c8000.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Review of the pit metrics did not identify any specific issues requiring further action, and no adverse trends were identified for the c4000. Review of the architect system operations manual, 201837-110 adequately addresses erratic results and the troubleshooting steps to correct the issue. Review of the instrument service ticket history revealed that field service found ict o-rings in the sample and reagent 2 syringe blocks instead of the proper seals. The inner probe pump was also replaced as part of the mg troubleshooting. Field service also found fluid under the cuvette wash pump bellow. It was removed and re-installed, but another erratic mg was reported several weeks later on that instrument. The customer disabled the assay on the c4000 and transferred testing to the c8000 which was not showing any issues at that time, however, the customer reported approximately 1 week later that mg issues were observed on the c8000. Based on the available information, a deficiency of the system was not identified. There is no evidence that reasonably suggests a malfunction occurred. Ict o-rings were found in the syringe blocks, indicating a use error, but no definitive cause was identified.